Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Motor, brake failure - electrical. Electrical brake failure - bench test. Wiggle wires by the strain relief and it will shut off and give a brake fault during bench test. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the left motor and gearbox of having a brake fault caused by a bad connection near the strain relief. Complaint was confirmed. The underlying cause is bad connection near the strain relief.

Event description:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Motor, brake failure - electrical. Electrical brake failure - bench test. Wiggle wires by the strain relief and it will shut off and give a brake fault during bench test. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the left motor and gearbox of having a brake fault caused by a bad connection near the strain relief. Dealer is stating that the motor lead is loose, and everytime it moves the motor shuts down.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the motor lead is loose, and everytime it moves, the motor shuts down.